Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support arranged replacement pump and instructed customer to use multiple daily injections as backup.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.